Manufacturer narrative:
(B)(4). One (1) expedium si quick-connect polyaxial screwdriver [product code: 2797-12-400] was returned to the chu for evaluation. Visual examination at the macroscopic level revealed that the fracture was located at the driver¿s distal tip, the second half of the tip was not provided with the device. The fracture analysis report indicated plastic deformation at the hexlobes of the driver indicative of a torsional overload. This suggests that the driver underwent a quasi-static torsional shear failure starting at the hex lobes and is extended to the potential fracture termination site. No material defects or other abnormalities were observed in this analysis. In addition to fracture analysis, a hardness test was performed on the part. The results from the hardness test showed that the average was within the specified hardness range. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause for quick-connect polyaxial screwdrivers¿ distal tips becoming broken cannot be positively determined. However, the fracture analysis report indicated plastic deformation at the hexlobes of the driver indicative of a torsional overload. This suggests that the driver underwent a quasi-static torsional shear failure starting at the hex lobes and is extended to the potential fracture termination site. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Per complaint form: the screwdriver stripped when trying to advance screw. Its approximately 10 years old, and alternate screwdriver was provided to advance screw. The screw broke during the process of reducing the chrome rod to the left si screw. Head of screw broken intraoperatively during reduction of rod. Unable to remove the screw, surgeon left broken screw in patient. During the procedure, a driver also stripped. Surgical delay of 15 minutes reported.